Manufacturer narrative:
The lead and the ICD were returned for analysis. The memory content as well as the therapeutic functionality of the ICD were investigated. In the available iegms the occurrence of noise was observed in the ventricular as well as the farfield channel, leading to multiple charging cycles that partially resulted in shock delivery. However, a thorough analysis of the ICD, especially of the sensing functions, proved the device to be fully functional. There was no indication of a device malfunction. The returned lead was visually analyzed. The lead was found cut through at approximately 19 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were returned for analysis, however, part of the lead body of approximately 11 cm length between these two fragments was not available for analysis. The lead showed multiple signs of wear. In particular in the distal region, the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 35 months, oversensing with inappropriate therapies was reported. The lead was explanted. Apart from the shocks, no further adverse patient side effects have been reported.